Manufacturer narrative:
Product complaint # (B)(4). Corrected g4 date. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : does not meet the definition of a complaint: information has been reviewed and determined that this non-product issue record does not meet the definition of a complaint per (B)(4) attachment a in that there is no alleged device and / or procedure deficiency at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Corrected alert date (b4) and event description (b5) . Previous information provided on the first supplemental follow-up regarding the investigation summary in h10 was provided incorrectly. Below is the corrected investigation summary: investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
On (B)(6) 2017, the patient underwent total right knee arthroplasty due to degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and competitor bone cement. On (B)(6) 2018, the patient underwent a right knee revision due to arthrofibrosis, stiffness, pain, lysis of adhesions, decreased function, and polyethylene exchange. The patient was implanted with attune tibial insert and there were no complications to the procedure. Doi: (B)(6) 2017 dor: (B)(6) 2018 (right knee).

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There are no allegations provided of patient injury or product failure, nor report of a revision surgery. Does not meet the definition of a complaint: information has been reviewed and determined that this non-product issue record does not meet the definition of a complaint per (B)(4) attachment a in that there is no alleged device and / or procedure deficiency at this time.